Manufacturer narrative:
This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/26/2018 02:02 pm CT. The report number is being corrected from: 2124215-2018-62660 to: 2124215-2018-62194.

Event description:
Additional information was received that the patient was brought in office for further testing. Isometrics were done and the noise and out-of-range impedance were able to be reproduced with left arm movements. The physician elected to reprogram the pacemaker to pace and sense in the ventricle only. This product remains in service. No adverse patient effects were reported.

Event description:
Additional information was received that the patient was brought in office for further testing. Isometrics were done and the noise and out-of-range impedance were able to be reproduced with left arm movements. The physician elected to reprogram the pacemaker to pace and sense in the ventricle only. This product remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker and right atrial (ra) lead exhibited high out-of-range pacing impedance of greater than 2,000 ohms. The threshold measurements were also high, and there was noise note in both unipolar and bipolar. The patient was asymptomatic. This product remains in service. No adverse patient effects were reported.